Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The stenosed target lesion was in the below the knee artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated before the nominal pressure for 1 second upon first inflation. The procedure was completed with another of the same device. There were no patient complications reported.